Event description:
High rv threshold on (B)(6) 2021. Rv lead impedance appears to oe trencing up. Medtronic rep on call contacted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).